Event description:
An issue was reported involving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, which provided guidance on performing a pump reset. After following these instructions, the caller was able to start their sensor session successfully without encountering the cgm error code again.